Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-05180 for the associated device report. It was reported to boston scientific corporation on (B)(6), 2010 that two resolution clip devices were used during a gastroscopy procedure to aid with a stent placement in the duodenum on (B)(6), 2010. According to the complainant, during the gastroscopy procedure, a duodenal wallflex stent was successfully placed. Two resolution clips were attempted to be placed into the mucosa on the proximal flare of the stent, located in the 1-2 part of the duodenum, to aid with possible migration. The first clip was advanced out of the retroflexed scope at the target site and was opened without issues. It was reported then when closing the clip, the jaws failed to close. The deployment of the clip went past both "clicks" and was deployed with the jaws in the open state. A second resolution clip was used and the same issue occurred. Clinical follow up revealed that the physician did retrieve the open clips from the patient, however no additional clips were placed. The physician did not reschedule the procedure as "the duodenal stent was successfully placed and the clips were additional, to potentially prevent migration." There were no patient complications as a result of this event. The patient was reported to be in "good" condition at the conclusion of the procedure.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/20/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue; however, stated she took less food and/ or drink. About 20-30 minutes after the start of the alleged issue, the patient claimed she felt symptoms of shaky, sweaty and heart racing. The patient was given food and/ or drink as treatment. At 519pm that same day after the alleged issue, the patient obtained a blood glucose result of "111 mg/dl" with her back up meter. At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the batteries did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.